Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from a trial patient. The patient reported that they had pain at the lead site. The patient also reported that when she turned a certain way, she felt a burning sensation at the lead site. The patient reported that these feelings were in a different place than where the fluttering of stimulation was felt.